Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device displayed an "off set self check failure - 1174" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical korea for evaluation. The customer's report was observed upon initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The device is expected to return to zoll medical corporation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a faulty airway pressure transducer on the smart pneumatic module board. The smart pneumatic module board was rerplaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.